Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with stained keypad overlay, stained serial number label, cracked lcd window, corroded battery tube, scratched case, pillowing keypad overlay, case cracked behind the pump near the battery compartment and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken at the top and all the way down in a vertical line. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.